Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a male patient underwent tevar due to a blunt thoracic aortic injury causing a large pseudoaneurysm just distal to the left subclavian artery. The tevar was performed on (B)(6) 2018 and a zta-p-24-105 was implanted. It was reported that the device became occluded which led to thromboembolic events in (B)(6) 2019 and again 4 months later requiring embolectomy and fasciotomy. On (B)(6) 2020 the device was explanted. Postoperative CT studies at 4 days, 2 months, 14 months, 16 months, 19 months, and 24 months (6 total studies) were provided and reviewed by an imaging expert. Per the findings of the imaging review the proximal graft diameter is 21 mm but there is focal lumen narrowing to 15 x 20 mm between the 1st and 2nd stents likely due to graft infolding from mild stent overlap along the lesser curve on the 4 days and two months CT studies. Moderate partial thrombus in the proximal graft at the area of graft in-folding extending for 40 mm from the distal 1st stent to the proximal 4th stent is seen in the 14 months CT study. On the 16 months CT focal emboli are seen occluding the left cfa and the right below-knee popliteal artery extending into the tp trunk. On both the 19- and 24-months CT persistent partial thrombus is seen. The explanted graft and the thrombus that occluded the graft was returned for evaluation. The explanted graft was evaluated, and no stent deformations, fractures or surface flaws were observed under radiographic and microscopic imaging. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use sent with the device the zenith alpha thoracic endovascular graft and ancillary components have not been formally tested in patient populations with traumatic aortic injury. Emboli and occlusion of the graft are described as potential adverse events. Per the reported information and imaging no exact cause for this event could be determined. However, thrombus formation has been known to occur in btai patients why the device is not intended for use in this patient population. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
The device occluded / thrombosed. The physician explanted the graft and closed up the patient. The patient had to further recover.

Event description:
Additional information received on 25feb2021: what was the location and extent of the blunt thoracic aortic injury? - just distal to left subclavian, large pseudoaneurysm. What adverse effects did the patient experience in relation to the device becoming occluded, and when did these occur relative to the implant date? - embolic event from thrombus in graft (B)(6) 2019: leg ischemia requiring embolectomy 2nd embolic event to leg 4 months later. Any available details regarding the explant procedure? Left thoracotomy extrication of tevar stent, distal arch and proximal descending thoracic aortic replacement (22 mm ante-flo graft) under deep hypothermic circulatory arrest with continuous antegrade cerebral perfusion (left carotid -- 8 mm graft), percutaneous left common femoral venous cannulation (25-french multiport), left thoracic intercostal nerve ablation.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.